Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete information on how to reset the pump and guided them through the process. After the reset, the pump no longer displayed the cgm error code, and the customer successfully started their sensor session.